Event description:
It was reported by the user site that during a brevera breast biopsy procedure on (B)(6) 2025, a system error code displayed while the needle was inserted in the patient. The customer further reports that troubleshooting attempts were made; however, the error would not clear. The user reports that the needle was removed from the patient, and the procedure was restarted and successfully completed with a new needle; however, an additional incision was made to the patient. A hologic field service engineer was dispatched to examine the device and determined the corlumina required replacement in addition to service software. The fse reports that the system meets manufacturer specifications. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.